Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider (hcp) who was receiving morphine (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump was supposed to be filled this week but the pump ran out of medication and quit working on saturday (2022-(B)(6). The patient stated having horrible withdrawals on sunday (B)(6) 2022. The patient stated calling their healthcare provider and was instructed to call medtronic to see if someone can come to fill the pump today instead. Patient services did not ask for dose or concentration because the patient stated being very confused. When asked what medication was in the pump the patient stated, "I think morphine, not sure" then stated, "pretty sure it is morphine". The patient was redirected to their hcp to further address the issue. It was later noted that a healthcare provider came to the patient's house to refill the pump. The hcp stated that the patient was hearing an alarm shortly after the pump was refilled and updated a few hours ago and wanted to know what it might be. The pump has not yet been read and the hcp was on their way back to the patient's house. The hcp stated that the pump was previously empty; however, both reservoir volumes were updated as well as concentration change and the pump updated successfully. The alarm interval was unknown. The hcp stated that the patient thought they heard both the critical and non-critical alarms. The hcp was advised to read the pump to see cause of alarm. Information was received from a healthcare provider (hcp) via a company representative (rep) on a patient who was receiving morphine (4000 mcg/ml concentration and 799 mcg/day dose) via an implantable pump for spinal pain. It was reported that the hcp reported he refilled the patient's pump on (B)(6) 2022 and the pump had gone empty about a day or so prior to that. The hcp reported the patient had an increase early in december by the managing hcp and they were not told about the new changes therefore leading to the empty pump. The hcp reported the patient had started to feel withdrawal symptoms, shaking, dry mouth. The hcp reported when he aspirated from the reservoir and was only able to get back a few drops. He refilled the pump like normal with the concentration change, programmed the bridge bolus for 10 hrs 30 min and completed the refill. The hcp reported the patient was still continuing to have the same symptoms, the pain level isn't too high they had before and now the hcp wanted to know what he should do. The hcp stated he will be seeing the patient soon to check on them. The hcp was not with the patient.